Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases and more than three curved openings. The leak test and microscopic analysis were performed which identified more than three striated openings and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is more than three striated openings due to surgical damage consist with the use of a surgical tool. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.